Event description:
It was reported that two devices were used during a nissen fundoplication procedure. It was reported by the affiliate that the device functioned normally during the case. At the end of the case when the surgeon was doing his last check for hemostasis with the camera, he noticed two pieces and closed with no effect to the patient. The case was completed with the device. The devices were discarded.